Event description:
It was reported that this lead exhibited oversensing and pacing inhibition which resulted in asystole greater than 2 seconds. The lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).